Manufacturer narrative:
(B)(4)

Event description:
The customer received questionable ise indirect gen. 2 results for one patient sample. Of the data provided only the results for chloride and potassium were a discrepant. The initial results were: chloride 82.7 mmol/l and potassium 5.37 mmol/l. These results were reported outside of the laboratory. The physician questioned the results and ordered a new sample be drawn from the patient. The results for the redraw sample were: chloride 100.6 mmol/l and potassium 3.71 mmol/l. The customer repeated the original sample and the results were: chloride 102.3 mmol/l and potassium 4.55 mmol/l. There was no adverse event as the physician questioned the results. The results from the redraw sample were believed to be correct. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found a salt bridge on the waste vessel. He cleaned the waste vessel assembly and checked the ise cartridge area. He ran precision testing, an ise check, and qc which was acceptable.

Manufacturer narrative:
The issue was resolved by the service actions. A query was performed and found no past or new escalated complaints of this nature on any like instruments for the last 12 months at this site. Trending was performed for this type of complaint for the past 90 days and no abnormal trend was identified.